Event description:
During a remote follow-up, episodes of no capture were observed on the device. The patient was pacemaker dependent. It was recommended to evaluate the patients medication. The patient presented to the hospital having experienced dizziness. Loss of capture, variable pacing and defibrillation impedance were observed on the right ventricular (rv) lead. The rv lead was capped and replaced to resolve the event. The patient was stable.